Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-70474. Related manufacturer reference number: 2017865-2024-70475. Related manufacturer reference number: 2017865-2024-70477. It was reported the patient presented for implant procedure. Post-procedure for the right atrial and right ventricular leadless pacemaker (lp) implant, there was a cardiac tamponade due to an effusion. Pericardiocentesis was performed. Post-op check showed the right ventricular lp impedance had increased. No further interventions were performed. The patient was in stable condition.